Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an in clinic follow-up, it was noted that the patient had twiddlers syndrome. Imaging showed the pulse generator was flipped in the pocket. The pocket was revised and the patient was recovering normally.